Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 280 mg/dl, which was addressed with a correction bolus. Reportedly, the customer self-started on the pump, and was requesting assistance on changing the speed of delivery for bolus corrections. Tandem technical support assisted the customer in changing the carbohydrate ratio. Recommendation was made to consult with healthcare provider to accurately adjust insulin duration settings.